Event description:
When the surgeon pumped the chamber during implantation, the shape of the chamber did not get back to the original shape and blockage of the valve was suspected. Another valve was used to complete the case. There were no adverse consequences to the patient. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. (B)(4).